Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 16-dec-2015 and installed at the customers site on 01-feb-2016. Lumenis contacted its foreign distributor in order to collect more information regarding the reported event; some additional information was provided. The question regarding the circumstances that led to this event remained unanswered. According to the distributor, during a procedure in which a lumenis versapulse 100w laser system was being utilized, the laser turned off. Unable to complete the procedure, the patient was awakened from general anesthesia and the case needed to be rescheduled. No report of patient complications, was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition. Later on, the power cable was replaced by the site electrician. A review of system risk files found the risk of system failure (1007143_b - risk # 2.13) which has the potential to lead to ineffective treatment which may require prolonged operation or re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. According to the provided information, the laser turned off in the middle of the procedure, two (2) days later the power cable was replaced by the site electrician, and this solved the problem. It seems like that a user error caused the damage to the power cable during the procedure and eventually caused the cancelation of the procedure. Nevertheless, the patient was awakened from anesthesia, although there was no report of injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution, lumenis is reporting this event. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
Lumenis was informed by a foreign distributor that a foreign user facility reported that during a procedure in which a lumenis versapulse 100w laser system was being utilized, the laser turned off. Unable to complete the procedure, the patient was awakened from general anesthesia and the case needed to be rescheduled. No report of patient complications, was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.